Event description:
It was reported that the patient inflatable penile prosthesis (ipp) reservoir had fluid loss. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event.